Manufacturer narrative:
On 12/27/97 received a phone call from the sales rep. Who had spoken with dr. Regarding this complaint. Dr. Mentioned that it was possible that hemostats or other instruments could have been used on the luers during connection and/or disconnection from the bloodlines. It was also revealed that this physician had inserted over 100 of these catheters and only had (4) to develop cracks in the luers over a period of time. Based on this info and the MFR's response, it would appear that the problem he experienced was a result of significant pressure being applied to the device with forceps or hemostats. Investigation: microscopic (10x) examination of luer adapters on returned catheters confirmed presence of readily visible stress cracks in luer adapters. Device history records and complaint history on this problem were reviewed. This catheter is an older model, so some history of the evolution of the device design is in order. Originally, the luer adapters were made from pvc and had a tab thread. In a few isolated cases, overtightening of male luers in these adapters deformed the tabs. The material was changed to polycarbonated/polyester alloy, and the thread was changed to a more substantial wedge design. This more rigid material had a tendency to be brittle. When overtightened, the threads (being signficantly stronger) would not break, and energy would be transmitted to the body of the luer adapter, causing cracking.